Manufacturer narrative:
E1/full facility name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the knife blade of the double-sided jaw sealer and divider could not be retracted in the patient's body and the blade kept coming out, then the blade could not be retracted outside the body. The issue occurred during a therapeutic laparoscopic colon resection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the blade could not be retracted. This event was caused by a component failure of the cut trigger. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.